Manufacturer narrative:
Evaluation: the iab was received intact for evaluation with the balloon loosely folded. Laboratory examination on the returned item revealed no defects. Underwater leak testing revealed no leaks in the iab. As a test, the iab was placed in a test chamber having a 75 mmhg back pressure to simulate the pressure within the aorta. The iab fully inflated and functioned normally when attached to the system 90 iabp in the laboratory. No alarms were triggered on the pump. After 2 minutes of pumping, pressure strips were recorded. The strips confirmed that the balloon fully inflated and deflated satisfactorily at 80 and 160 bpm during laboratory iabp testing. Thus, laboratory examination revealed no defects in the returned iab. Probable cause of difficulty: no leak was found in the iab to cause the excessive alarms. It was not possible to determine the cause of the rpt'd difficulty based on the event description and examination. In general, excessive alarms may be attributed to one or more of the following: a temp. Kink in the cahteter tubing may have prevented the flow of helium into and out of the balloon membrane causing the pump to sense a "loss" of gas or to display "catheter fault". Manipulation of the balloon catheter may have alleviated the problem. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. There was a loose connection between the iab and the pump or between the pump and the safety chamber. Checking these connections may have alleviated the problem. The pump may have needed servicing.

Event description:
"Alarms" sounded from the pump. Tehn, there was no augmentation. On 12/20/96, the following info was rpt'd to datascope: on 12/14/96, a pt was taken back to the o.r. Due to complications after a valve replacement. A 40 cc iab with a sheath was placed for support after the surgery was completed. After iabp for approx. 12-16 hrs, the "check iab cath" and "rapid gas loss" alarms sounded from the pump. No blood was noted in the tubing and they were getting sug-optimal augmentation. Due to the alarms, the rn exchanged out the balloon pumps with 4 different systems, but the alarms and sub-optimal augmentation continued. The dr removed the iab on 12/15/96 and no blood was noted in the iab catheter or tubing. A second iab was not inserted at that time. The dr was concerned with the pumps and service went in and found no problems with the pumps. On 1/31/97, the following info was rpt'd to datascope: the iab was inserted into the pt on 12/12/96 and removed on 12/14/96 after iabp for 72 hrs. There were no complications from the event on 12/14/96. Event complications: unk - rpt'd 12/17/96; none - rpt'd 1/31/97. Pt current status: expired - rpt'd 12/17/96.